Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The trial patient reported that they were concerned about not being able to void on their own. The night prior to the report, they had used the bathroom, then they felt like they needed to void again. When they tried, they couldn't void. On (B)(6) 2017, the patient also indicated that the urinary symptoms were much worse. It was further provided that the patient had not had a bowel movement since the advanced evaluation started on (B)(6) 2017. It was unknown if the issues were resolved. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.